Event description:
It was reported that the blue slide clamp of four (4) vented pacilitaxel sets were incorrectly assembled; the clamp was placed 'upside down'. The sets could not be connected to the baxter colleague fluid pump during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
D4: unique device identifier (UDI) # is for the product reported in d4. This product code is sold/distributed outside the us, but is deemed same as or similar to product distributed in the us. The devices were discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.